Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a guidewire was run through the lead and became stuck in the lead lumen and could not be removed. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.